Event description:
Procedure: there was a small pocket of fluid that was aligned with a grayish appearing tissue that looked like a typical metalosis picture that we see. This area was totally excised. We went through the deep fascia. There was a small hole in the deep fascia that communicated with the subcutaneous area. This hole was extended and there was a larger amount of metalosis underneath this with some fluid. The fluid was cultured foraerobically and anaerobically, but did not look clinically infected.